Event description:
It was reported that the device sheared inside patient. The patient arrived to the emergency room with a bilateral pulmonary embolism. The facility did not have the sheath in stock that they traditionally use for pulmonary embolism retrieval. The treating physician opted to use a watchman truseal access system (was) double curve sheath as it appeared to have a similar curve to the traditionally used sheath. The was was inserted into the patient with plans to advance a non-bsc catheter through it. As the non-bsc catheter was being advanced through the was, the was sheath completely sheared off and broke inside the patient. The staff were able to snare the broken sheath out of the patient, however the patient died from complications of the bilateral pulmonary embolism.

Manufacturer narrative:
Used aware date of 1/7/2022 as event date is unknown.

Manufacturer narrative:
A3: sex updated. B3: event date updated. B5: narrative updated. D4: lot number updated. E4: initial reporter reported event to the FDA.

Event description:
It was reported that the device sheared inside patient. The patient arrived to the emergency room with a bilateral pulmonary embolism. The facility did not have the sheath in stock that they traditionally use for pulmonary embolism retrieval. The treating physician opted to use a watchman access system (was) double curve sheath as it appeared to have a similar curve to the traditionally used sheath. The was was inserted into the patient with plans to advance a non-bsc catheter through it. As the non-bsc catheter was being advanced through the was, the was sheath completely sheared off and broke inside the patient. The staff were able to snare the broken sheath out of the patient, however the patient died from complications of the bilateral pulmonary embolism. This event was further reported via medwatch report # mw5106561.